Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead continued to exhibited crosstalk. Chest x-ray on (B)(6) 2018 had revealed externalization. It was also noted that the atrial lead exhibited increased impedance. Programming changes were discussed. No intervention was reported. Patient was asymptomatic and will continue to be monitored with regular follow ups.